Event description:
It was reported that during a gastroplasty procedure, the device locked. There was no adverse pt consequence.

Manufacturer narrative:
Damaged firing trigger teeth. Eval summary: the analysis showed that the device was rec'd in good visual condition and with no cartridge present. However one cartridge was rec'd inside the bag. The cartridge was rec'd partially fired and with the spring cartridge lock out damage. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state: "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken.